Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that device is programmed too high and patient "can only make it to about noon and then is wiped out". The cardiac resynchronization therapy-defibrillator (crt-d) device remains in use. No patient complications have been reported as a result of this event.